Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 7 staples left in the cartridge, indicating at least 28 staples were fired by the customer. The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review could not be performed as no lot number was provided by the customer. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".